Manufacturer narrative:
(B)(4) the investigation was completed on 03/15/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.39 on a patient. The customer states that the same sample was repeated on I-stat 30 minutes later and the result was negative. There was no patient information at the time of this report. The customer states that return product is not available for investigation. (B)(6) based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.